Manufacturer narrative:
This lead is currently in the possession of the hospital. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted and replaced due to a potential perforation at previous implant procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a complete analysisn was completed and reviewed. Analysis identifies that the helix of the lead was slightly stretched upon return. This lead passed resistance testing.